Event description:
Physician was attempting to use 1 sprinter legend balloon (2.50mm x 12mm) to pre-dilate a lesion in the lcx with 85% stenosis and vessel tortuosity but the stent could not pass. The physician changed to another device to complete the surgery. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the balloon was observed to have a leak. Evaluation summary: the distal tip was flared and partially damaged indicating that it may have been stubbed during evaluation. The guidewire entry port was partially ripped and deformed. The presence of blood in the inflation lumen and balloon indicated the presence of a leak. Negative prep confirmed the leak. On pressurization of the device water was seen exiting from the leak site. There was a longitudinal tear along the proximal cone extending into the working length with a short radial tear at the distal end visible on the balloon. The edges of the balloon material along the tear were jagged and uneven.

Manufacturer narrative:
Evaluation results: related to operational context ¿the balloon leak is likely to have occurred due to the attempted inflation of the device at the lesion. (Deformation problem). Evaluation conclusions: related to operational context ¿ the balloon leak is likely to have occurred due to the attempted inflation of the device at the lesion. (B)(4).